Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the emergency room (ER) due to stomach and chest pain. The physician believed that the symptoms were due to acute nerve pain from inflammation around the surgical lead. The patient underwent an explant procedure. No device malfunction was suspected.